Event description:
Healthcare professional additionally reported "fibrous material in valve but valve intact". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease and one curved opening on the anterior side. A leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge and no fibrious material was observed in the valve. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the valve bond edge (anterior) due to an unidentified (tear) opening and no fibrious material observed in the valve.

Event description:
Health professional reported right side capsular contracture, baker grade I, deflation and "fibrious material in valve but valve intact." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade I and deflation. The device remains implanted.